Event description:
The reporter stated the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in 2006. The lens was explanted in 2008 due to the pt having developed a cataract. The lens was explanted with no pt injury and was exchanged for an iol lens. A suture was required to close the incision. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results - (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.